Manufacturer narrative:
On 9/20/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel 325cc on the left side, and 375cc on the right side silicone breast implants which bilaterally ruptured after implantation. Patient had a mammogram which shows silicone was in left armpit. Radiologist states silicone was in bilateral armpits. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is or the left side.

Manufacturer narrative:
On 8/8/2019, mentor became aware that the information for initial reporter inadvertently submitted incorrect. Patient was the reporter. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/22/2019, after review by the clinician, patient code anisomastia was removed and granuloma added. Manufacturer¿s reference number: (B)(4).